Event description:
Family member called alleging that one of the meter's the patient uses does not power on. Batteries have been replaced less than a year and a year and are seatted properly and are in good condition. Patient is using the correct test strips. Patient did not seek medical attention or call md. Customer service was unable to resolve the issue and sent patient a new meter.